Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
After implantation, the silicone housing was found broken. As a result, the device was revised.